Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a proglide device would not deploy, the plunger did not depress properly. The device was unable to be removed from the groin. A cut down was performed to remove the device. The vessel was torn. The vessel was repaired and hemostasis was achieved via surgical suturing. A clinically significant delay in the procedure was reported. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the plunger was not confirmed. The guide separation was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties, patient effect and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.the g3 date was filed incorrectly on the initial medwatch report as 6/29/2022, but should have been 7/7/2022.

Event description:
Subsequent to the initially filed report, the following information was received: per the returned device evaluation, the guide was noted to be separated at the distal end of the guide tube. A portion of the separated guide halves was not returned. Follow up with the account confirmed that the guide separation occurred during the procedure and the separated portion was removed surgically. No additional information was provided.